Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 59 mg/dl. The customer stated the plastic reservoir ring on the actual ring slips out but was not cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.